Event description:
The customer contacted stryker to report that the device's battery pin was broken. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the rear case, battery pins, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.